Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The patient's current blood glucose was 175mg/dl. The customer reported that the pump was dropped and that had a visible crack and a piece is missing. The battery cap contacts were bent, and the pieces were missing on the battery compartment as it was dropped. The patient was hospitalized on (B)(6) 2017 for high blood glucose of 400mg/dl. The patient had vomiting and nausea. The patient was given intravenous and insulin shots. The customer was wearing the pump at the time of hospitalization. They manually took a shot with syringe 10units or so. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.